Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to a visual analysis. The analysis revealed cuts into the insulation, a deformed outer conductor coil (approx. 58 cm distal to the is-1 connector pin), a ruptured insulation from the ring electrode, a deformed distal end and a pinched fixation helix (the distal part of the helix was not returned), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported observation. Due to the extent of the explantation damages, the electrical analysis was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that during implant, it was difficult to find a spot with good pacing threshold. Three days after implant the patient returned and this ventricular lead had no capture. It was explanted and replaced.